Manufacturer narrative:
Model number/catalog number: 72404161 serial number: n/a batch/lot number: 123424005 model/catalog description: reservoir 65ml pc unique identifier (UDI) #: (B)(4) model number/catalog number: 72404292 serial number: n/a batch/lot number: 120121001 model/catalog description: lgx 15cm snap fit rt unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Mechanical issue and hole/perforated are acknowledged within the instructions for use (IFU) and are not related to off-label use or failure to follow instructions. Based on the information available the cause that contributed to the reported event cannot be established; therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a nonfunctioning device. A revision surgery was performed, during which the physician confirmed that a crack was identified in the pump connecting tube. The device was explanted and replaced. There were no patient complications.